Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe sys batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the sys from booting to a usable state. No pt death or serious injury was reported related to this event.